Event description:
Per cnas resident was positioned in geri chair with her leg off the side of the foot rest between the footrest and the armrest of the chair. Resident sustained a 11 cm laceration to her right lower extremity. The end of the arm rest on the gerichair is metal with bolt present on the bottom which likely contributed to the laceration due to positioning of the resident's leg. Resident was immediately sent to the ed for evaluation and obtained 6 sutures.